Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, measuring greater than 2000 ohms and high thresholds. As a result of the reported observations, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.